Event description:
Physicians were unable to remove pt's gastrostomy tube by traction in 2000. Pt was brought to medical center's gi lab for surgical intervention to remove gastrostomy tube in 2000 via upper endoscopy.